Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer indicated via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 102 mg/dl at the time of incident. Customer indicated that they used 3 different reservoirs and that one of them was occluded. Customer used additional reservoirs and they worked fine without the pump alarming. The customer was advised to call back if issue occurs again.